Manufacturer narrative:
The investigation for the reported positioning issue has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. However, clinical details provided were sufficient to determine a root cause. After reviewing the clinical information, it was determined that the cause of the low pump flow was most likely ingested biomaterial stemming from improper anticoagulation. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. After the impella was placed, the clinician noticed the motor current was flat, and the left ventricle tracing was fluctuating. The pump was repositioned with no improvement resulting in the decision to remove this impella and place a new impella. Additionally, it was reported that upon removal of this impella there was a clot, thrombus, in both the inlet and outlet cages. There was no patient harm reported, and this device was successfully replaced.